Event description:
It was reported by the patient that 1 month after a drug eluting stenting treatment procedure a hypersensitivity reaction occurred. In may 2005 a taxus express2 drug eluting stent was placeed in the left anterior descending artery. Approx one month later the patient developed hives, angioedema and experienced itching on their scalp, soles of their feet and roof of their mouth. In addition the patient had a feeling of sweeling in their throat. Their cardiologist felt the reaction was due either to the taxus stent or the blood pressure medication, vasoretic. The vasoretic was stopped and the patient was instructed to take benadryl and was also give prednisone. Several attempts to follow-up with the patient as to their symptoms were unsuccessful.